Event description:
It was reported by the user facility that a saline bag filled during recirculation. There was no patient involvement. The biomedical technician replaced valve 43 and tested the machine, but was unable to replicate the issue. The machine has not een placed back into circulation.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The customer replaced valve v43, repaired any visible leaks and checked/calibrated all pressures, but the parts were not returned for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A nonconformance of a flow inlet error in rinse was encountered and the problem was resolved by replacing the actuator/test board. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.